Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that an electronics performance indicator (epi) alert was observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.